Manufacturer narrative:
The electrode was not returned to olympus for investigation. The cause of the reported event could not be determined at this time. However, based on similar reported complaints the most probable cause of the reported event can be attributed to operator's technique from excessive force being applied to the device or the loop wire may have come in unintended contact with a metallic object during the hf output which can lead to damage of the loop wire. To date, no additional information was obtained from the reporter. However, if additional information becomes available or if the device is returned at a time, this report will be supplemented accordingly.additionally, the original equipment manufacturer (OEM) conducted a review of the device history records (DHR) for the concerned lot number and revealed that there were no deviations or non-conformities during the manufacturing process.

Event description:
Olympus received medwatch# (B)(4) which states the ball of the electrode came off during an unspecified procedure. It is unknown if the ball came off the electrode and fell into the patient. The reporter noted other serious /important medical events attributed to an adverse event, however, there was no additional details regarding the reported event.